Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the prostyle device suture threads were visible outside of the device prior to the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture threads outside of the device prior to the procedure include, but are not limited to, user inadvertently depressed the plunger during removal or device manipulation during device removal out of packaging. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided.